Event description:
It was reported that during a prolapse and hemorroids procedure, the instrument failed to cut a quarter of the doughnut. Manually cut and hand sutured to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 3/26/2008. Info anticipated, but unavailable at this time.